Event description:
Reporter alleged obtaining discrepant pt blood glucose results of 8.2 mmol/l on the aviva system compared to the doctors measurement of 1.8 mol/l taken at the same time while in the ambulance that was taking the pt to the hospital. Reporter stated the pt's family claimed the pt was experiencing hypoglycemic symptoms and had fainted, sweated, and was very restless before the comparison was taken. It was stated the pt was given a glucose IV and quickly came around, however, it was not provided as to when the treatment was given. No other info is available on the case.

Manufacturer narrative:
The incident occurred in foreign country.